Event description:
Customer reported the sys is displaying a collimator too large error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and calibrated the collimator. Sys operates as intended.